Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of call. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer also reported that the reservoir had air bubble anomaly. Customer stated that the approximate size of air bubbles was larger than champagne. Troubleshooting was performed for air bubble anomaly. The insulin pump and the first reservoir will not be returned for analysis and the second reservoir will be returned for analysis.